Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by edwards affiliates in italy, during a transcatheter aortic valve replacement procedure using a 23 mm sapien 3 ultra resilia valve via a right transfemoral approach, resistance was encountered while advancing the delivery system at the distal tip of the esheath+. Upon inspection, the distal tip of the esheath+ was found to be torn. As the valve remained undamaged, it was successfully implanted. The patient experienced no injury and was stable following the procedure.

Manufacturer narrative:
Correction to h6; component code, type of investigation, investigation findings, and investigation conclusion. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode(s) is not required at this time. The returned device underwent visual inspection, which revealed that the liner was fully expanded and the distal tip was opened but exhibited a radial tear. All score lines were visible at the distal tip, and the hdpe material showed stretching along both the radial and axial score lines. Imagery provided by the site, the following was observed: calcification present in the access vessel. Due to the nature of the complaint (sheath distal tip torn), no applicable functional or dimensional testing was able to be performed. The complaint for a torn distal tip was confirmed based on the evaluation of the returned device. Sheath distal tip tears may result from a combination of multiple contributing factors. The tip expansion mechanism may be influenced by inherent variation in the manual tip scoring process. Additionally, patient or procedural factors such as challenging anatomy or non-coaxial advancement angles may exacerbate interference between the valve and distal tip, leading to increased resistance and potential tearing during system advancement. High push forces applied to overcome resistance during system advancement can further contribute to tip tearing and subject it towards separation. While multiple contributing factors have been identified, a definitive root cause is unable to be determined at this time. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. An investigation has been opened to determine the root cause and implement any necessary corrective actions.